Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low shock impedance measurement less than 20 ohms while trying to deliver therapy. There was noise also present. The pacing impedance measurement remains within normal limits. The device therapy was turned off and the patient was scheduled for an evaluation to determine further action. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.